Event description:
An explanted device was returned to gore. It is unclear as to the reason or circumstances why the device was explanted. Gore has been unable to gain add'l info at this time. Gore has made the decision in the abscence of add'l info to report this event. Should add'l info become available, gore will amend the report.

Manufacturer narrative:
Investigation is currently ongoing.